Event description:
On 05-feb-2026, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i10m serial number (B)(6) in china within the apac region. During an endoscopic procedure, the monitor turned to a blue screen and the procedure was immediately discontinued. The patient was transferred to another examination room and the procedure was resumed using an alternative endoscope. The patient's vital signs were stable and there was no complaint of discomfort, but the procedure time was extended due to the malfunction. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical apac performed a good faith effort (gfe) and received a response via email on 11-feb-2026. Clarification was requested regarding the statement "the patient is under continued observation." Specifically, confirmation was sought as to whether the patient had been admitted for observation or whether the hospitalization period had been extended due to the malfunction. According to the information received, the examination was completed using a backup device. After completion of the examination, the patient left the hospital without any issues. No clinical impact to the patient was identified as a result of this event. There were no symptoms, abnormal findings, or need for additional monitoring or treatment. The examination was completed without any issues after switching to the backup endoscope. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information b4: date of this report - updated. D8: was this device ever serviced by a third party? - "unknown" to "yes". D9: is this device available for evaluation? - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation. Conclusions-updated. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the reported event was a blue screen observed during a procedure. The pentax engineer consulted with hospital staff and confirmed that the malfunction was identified during use. No patient harm was reported, and the procedure was successfully completed using a backup device. Based on the investigation, it was considered that fluid ingress into the endoscope may have resulted in failure of the imaging circuit, leading to the blue screen. The device was repaired by a third party and returned to the hospital on (B)(6) 2026. The hospital was reminded to ensure that daily operation and reprocessing procedures comply with the IFU. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at (B)(4) on (B)(6) 2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the actual date shipped was confirmed as (B)(6) 2022. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.